Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a total hip arthroplasty(tha) surgery, the blade broke. It was also reported that all blade fragments were retrieved successfully. It was further reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for blade break, was not confirmed as the device was not returned for evaluation. Without the device, the root cause cannot be determined. Discarded by customer.

Event description:
It was reported that during a total hip arthroplasty(tha) surgery, the blade broke. It was also reported that all blade fragments were retrieved successfully. It was further reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.